Event description:
It was reported that while the doctor was in surgery there were shavings. Allegedly, he was not able to retrieve all of the shavings. Another shaver was used and surgery was completed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.